Manufacturer narrative:
This device is available for analysis but has not yet been received. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Before use, the tip of the 6f infiniti catheter was not attached and was hanging by a piece of plastic. There was no patient injury.

Manufacturer narrative:
Before use, the tip of a 6f infiniti catheter was not fully attached, it was hanging by a piece of plastic. There was no patient injury as the device was not used. The device was stored and handled according to the instructions for use (IFU). There were no kinks observed on the device. This device was not returned for analysis. A review of the manufacturing documentation associated with lot 17714545 was performed and no issues were noted that were considered potentially related to the reported event. The phr review does not suggest that the issue experienced by the customer could be related to the manufacturing process. The reported ¿brite tip/distal tip ¿ catheters cracked - during prep¿ could not be confirmed as the device was not returned for analysis. Storage and handling factors may have contributed to the event, as stated in the precautions in the IFU, ¿do not use if package is open or damaged. Exposure to temperatures above 54 degrees c (130 degrees f) may damage the catheter. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter.¿ the phr review does not suggest that the issue experienced is related to the manufacturing process; therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information was received. Before use, the tip of the 6f infiniti catheter was not attached and was hanging by a piece of plastic. There was no patient injury. The device was stored and handled according to the instruction for use (IFU). There were no kinks observed on the device. The device will not be returned for analysis.